Event description:
Hydraulic century-tub lift base broke from the floor due to corrosion with a patient occupying the lift seat. Patient fell with the device and fractured four (4) ribsdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-92. Service provided by: user facility biomedical/bioengineering department. Service records not available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, other. The device was not destroyed/disposed of.